Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
E3: occupation: nurse unit manager. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angioseal device did not deploy. The consultant's report stated that the footplate did not deploy. A groin shot was performed and there was no mention of a calcified femoral artery. The procedure was completed successfully. There was no known effect on the patient. Additional information was received on 07aug2023: manual pressure was applied on the puncture site to achieve hemostasis and a femstop was applied. Bruising was noted at the femoral site. Additional information was received on 10aug2023: the type of procedure was being performed for the patient, prior to closure device use was a coronary angiogram. The procedural sheath size was a 6f. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. It is unknown if a pre-deployment angiogram was performed. The anchor and collagen were still inside the device when removed. Medical or surgical intervention was not required. The patient was stable.